Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that during setup a hemodialysis (hd) machine displayed low conductivity values for naturalyte product. The machine actual conductivity was 12.9 ms/cm while the normal parameters were 13.5 ¿ 14.5 ms/cm. The jug of naturalyte was switched out for a different jug of the same lot, however, the issue persisted. To resolve the issue they switched out the jug of naturalyte for a different lot. They were able to initiate and complete the treatment after switching to a different lot of naturalyte. It was confirmed no other low conductivity issues occurred during setup or treatment. During the initial follow up, the risk management representative indicated he was unawares of sample availability. Upon further follow up, it was reported there were no samples available to return for physical evaluation.

Event description:
A user facility reported that during setup a hemodialysis (hd) machine displayed low conductivity values for naturalyte product. The machine actual conductivity was 12.9 ms/cm while the normal parameters were 13.5 ¿ 14.5 ms/cm. The jug of naturalyte was switched out for a different jug of the same lot, however, the issue persisted. To resolve the issue they switched out the jug of naturalyte for a different lot. They were able to initiate and complete the treatment after switching to a different lot of naturalyte. It was confirmed no other low conductivity issues occurred during setup or treatment. During the initial follow up, the risk management representative indicated he was unware of sample availability. Upon further follow up, it was reported there were no samples available to return for physical evaluation.

Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 2 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20nxac026 indicated that (B)(4) cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20nxac026 met release specifications. As of 03/02/2021 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20nxac026 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20nxac026 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.